Event description:
Left heart catheterization coronary angiography, left ventriculogram via arterial sheath in the right femoral artery. Use of 6f perclose to close the right femoral artery access site. Groin dressing 3 hours post procedure noted to be saturated with blood. Hand held pressure applied followed by pressure dressing. Physician notified. No visible hematoma noted. Pt complaining of pain in back and right groin area 7 hours post procedure. Right groin area with bleeding noted. Pressure dressing removed and fem stop applied. Physician notified. No visible hematoma. Soft hematoma noted 8.5 hours post procedure. Hematoma increased in size. Cold pack applied. Fem stop removed 15 hours post procedure. Pt remained on bed rest for-18 hours post procedure.